Manufacturer narrative:
One 20038e7ds sample was received without packaging for investigation; residual yellow and clear fluid was present and no connecting product was available to aid the investigation. The customer reported that the affected sample was from lot ta240261 and stated "during attached mail luer with catheter, rotation ring became out." As part of the investigation, the customer provided a photograph of the affected sample and analysis confirmed the customer's experience with the male luer rotating collar separated from the rest of the set. Visual inspection of the returned sample confirmed the customer's experience; the male luer rotating collar was separated and not returned for investigation. A closer inspection of the luer component did not identify any obvious signs of damage or deformity which may have contributed to the customer's experience. The details of this feedback were forwarded to the manufacturing site and the supplier of the male luer for investigation. They performed an extensive failure investigation in order to identify a potential source for the reported damage. It was identified that the loose male luer was due to a short shot during the molding process by the supplier. In this instance it appears the defective component was not identified and continued to subsequent assembly steps due to human error. A review of the production records for lot ta240261 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature; furthermore testing of retained samples from lot ta240261 did not replicate the customer's experience. The supplier of the male luer component as well as the quality team at the manufacturing site have been notified of this feedback in order to be aware of the feedback during future production of this component. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 20038e7ds product in the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite extension set separated. The following information was provided by the initial reporter: during attached mail luer with catheter, rotation ring became out. Additional information received from the customer: kindly provide lot number? Ta240261. Can you confirm is there any patient impacted? Yes, blood loss. Can you confirm that there are any serious injuries that occur to the patient? No. Please return the affected product(s) and any connecting products (with its original packaging if possible) for investigation? Bd smart site (affected product) will courier by tomorrow. Connecting product was central line, it was already discarded. Please confirm how the fault was identified? During connection rotator as it attached with central line port but extension part became out. Please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? During attached the line with central line port please confirm the make and model of the connecting product(s)? Not sure, its may certofix (b braun) central line. Please confirm if there is any visible damage on the set ¿ such as cracks, flashes or deformation? No crack & deformation. Please confirm if pliers/tongs/other tools were used to remove the male luer from the connecting product? No.

Manufacturer narrative:
Investigation result: one 20038e7ds sample was received without packaging for investigation; residual yellow and clear fluid was present and no connecting product was available to aid the investigation. The customer reported that the affected sample was from lot ta240261 and stated "during attached mail luer with catheter, rotation ring became out." As part of the investigation, the customer provided a photograph of the affected sample and analysis confirmed the customer's experience with the male luer rotating collar separated from the rest of the set. Visual inspection of the returned sample confirmed the customer's experience; the male luer rotating collar was separated and not returned for investigation. A closer inspection of the luer component did not identify any obvious signs of damage or deformity which may have contributed to the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the customer's experience could not be determined, as the collar of the rotating male luer was not returned for investigation, it was not possible to confirm if a manufacturing defect may have contributed to the customer's experience; furthermore the manufacturing site confirmed that no separation of a similar nature has been observed during the manufacturing process. A review of the production records for lot ta240261 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature; furthermore testing of retained samples from lot ta240261 did not replicate the customer's experience. Although it was not possible to determine a definitive root cause for the customer's experience, the supplier of the male luer component as well as the quality team at the manufacturing site have been notified of this feedback in order to be aware of the feedback during future production of this component. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 20038e7ds product in the past 12 months.

Event description:
No additional information.